Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-58 lead, (B)(6) 2007; 5524m-45 lead, (B)(6) 1996; 4194-78 lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that there was oversensing or noise. It was also reported that the clinician concluded that the ventricular sensing episodes may be ventricular safety pacing. It was noted that patient was pacer dependent. The lead was capped and replaced. No patient complications have been reported as a result of this event.